Event description:
It was reported by the patient that on (B)(6) 2025, she noticed the omnipod personal diabetes manager (pdm) battery was swollen. The patient reported having the pdm for 5 years and confirmed that she was using the charging cable provided with the device. No impact on the patient's blood glucose levels was provided. The patient did not require any medical attention related to the swollen battery. No additional information could be obtained as the call was dropped in the process of transferring the patient to another product support representative. The device is not expected to be returned. Multiple attempts have been made to the patient in order to obtain additional information and serial number of the product without success. If additional information becomes available at a later date, a supplement report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the pdm battery was swollen. We are unable to confirm the reported battery event or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.